Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Upon examination the pump was found to have corrosion in the battery compartment. Evaluation found that pump powered up properly and the power circuit did not draw excessive current. The pump was booted and exercised with no evidence of overheating. The black box download verified a low battery warning and replace battery alarm on (B)(6) 2010 at 2:52am due to a sudden battery voltage drop. The user installed a fully charged battery at 3:15am and continued insulin pump therapy with no additional alarms until use was discontinued on (B)(6) 2010.

Event description:
It was reported that the pump and battery were very hot when the battery was removed for replacement. A family member noted that the pump displayed a low battery warning following by a replace battery alarm prior to removal of the battery. She denied corrosion on the battery, cracks in the pump casing, or damages to the battery compartment threads. The family member said she noticed corrosion in battery compartment two to three months prior to this event and replaced the battery cap at that time. She reported that the battery cap is currently intact and secure and that the pump has not lost power at any time. The family member did not report any harm caused by the heat of the battery or the pump.